Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced universal surgical manipulator (usm) to resolve the issue. The system was verified and ready to use. Isi has received the usm for evaluation. However, the failure analysis has not been completed yet. A follow-up MDR will be submitted if additional information is obtained.

Event description:
It was reported that during a da vinci-assisted nephrectomy surgical procedure, one of the universal surgical manipulator (usm) arms was disabled. An intuitive surgical, inc. (Isi) technical support engineer (tse) verified the errors on the usm arm 1. Prior to calling in, the customer undocked the system. The tse walked the customer through a hard power cycle and emergency power off (epo) of the patient side cart (psc). The system powered back on without error. The tse indicated that the error may return and advised the customer to either continue with 3 usm arms or use another psc. The customer continued with the system and would use 3 arms or move to another psc if issue persisted. The procedure was completed as planned with no report of patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the procedure was finished using just three arms. Because the arm was disabled, the error did not reoccur. The procedure was completed robotically. Isi has received the universal surgical manipulator (usm) associated with this complaint and completed investigations. The unit was returned for failure analysis, and the reported failure (errors 23098 on axis 3) was confirmed as having occurred in the field and replicated in-house. In logs, it was confirmed error 23098, and also 25730 which are communication issues. The unit was installed onto a golden system and no related issue were trigged. The unit was then installed onto the test system where the unit failed on the fiber test pointing to the rolling loop. Upon visual inspection, it was also noticed that the rolling loop fiber was wavy.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The probable root cause of the reported event can be attributed to a communication error involving the rolling loop of the affected universal surgical manipulator (usm).

Event description:
Refer to h11 for follow-up information.